Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that customer had the concerns regarding surestep temperature sensing indwelling foley catheters where these inconsistencies in temperature monitoring had been reported. A registered nurse stated that in the last year they had noticed around 10 instances where the temperature had been inaccurately measured after being in use for more than 24 hours. They also stated that these instances had happened spontaneously. Biomed was made aware some months ago and the cables were replaced. However, the inconsistencies in temperature continued with new cables. These incidences had been occurring in an intensive care burn unit and there was conversation about the heat of the room being a factor as well as the consistent wet dressings that are applied to patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that customer had the concerns regarding surestep temperature sensing indwelling foley catheters where these inconsistencies in temperature monitoring had been reported. A registered nurse stated that in the last year they had noticed around 10 instances where the temperature had been inaccurately measured after being in use for more than 24 hours. They also stated that these instances had happened spontaneously. Biomed was made aware some months ago and the cables were replaced. However, the inconsistencies in temperature continued with new cables. These incidences had been occurring in an intensive care burn unit and there was conversation about the heat of the room being a factor as well as the consistent wet dressings that are applied to patients.